Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of abnormal alarms while connected to the mobile power unit (mpu) was confirmed via review of the submitted log files. Intermittently throughout the date of 27apr2025, abnormal power cable disconnect and low power alarms were observed while the system controller was connected to the mobile power unit. These alarms activated due to the relative state of charge (rsoc) signals of both power cables simultaneously fluctuating below the designed alarm thresholds. The alarms appeared to resolve on their own when the rsoc values returned to values above the alarm thresholds. These alarms did not impact the operation of the pump. The mobile power unit (serial number: (B)(6)) was not returned to abbott for evaluation. Provided information indicated that no equipment related to this event has been exchanged. It was noted that the patient and their care partner were re-educated about proper power maintenance. The root cause of the observed alarms cannot be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch (rev. D) is currently available. Section 3 entitled ¿powering the system¿ describes the various methods that can be used to power the heartmate 3 left ventricular assist system. Section 7 entitled "alarms and troubleshooting" describes all alarms which occur on the system controller, including no external power, low power, and power cable disconnect. Section 8 entitled "equipment storage and care" describes how to properly care for the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the patient proceeded to experience low voltage alarms and a tear on their white power cable. Additional log files were submitted for review. The event log displayed multiple strings of power_cable_disconnect / low_power_hazard alarms while tethered on mobile power unit during the ~4-day length of the log file history. The event log also displayed low_power_advisory(s) on (B)(6) 2025 due to depleted batteries in-use / normal battery depletion.